Event description:
This ra lead was implanted on (B)(6) 2017 and still remains implanted at this time. It was noted on (B)(6) 2017 that the lead exhibited loss of capture. The physician was unknown at (B)(6) in (b)(6. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).